Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. This record is for the left side. The device has been explanted and replaced. It was returned.

Manufacturer narrative:
Continued e1 -- alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. This record is for the left side. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.